Event description:
It was reported that a computed tomography (CT) scan and a nuclear stress test were performed. The device was interrogated revealing that the implantable cardioverter defibrillator (ICD) was in backup mode with high voltage (hv) therapies disabled. Programming changes were performed to resolve the issue. The patient condition was stable.